Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were scratches on the corners of the insulin pump and motor when rewinding and no delivery and beeping issues was performed. Blood glucose was unknown. Customer also reported that when she checked her blood glucose its not beeping. The insulin pump will not be returned for analysis.